Event description:
It was reported that right atrial (ra) lead was explanted and replaced due to dislodgement and loss of capture. Dislodgement was confirmed under x-ray. The patient is in stable condition.